Manufacturer narrative:
(B)(4). The sample is reported to be not available for evaluation. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Event description:
A pharmacist reported to baxter (B)(4) of a buretrol solution set in which the set was missing the roller clamp. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was received for evaluation. Visual inspection was performed and the roller sub component of the roller clamp was missing. No functional tests were performed. The reported condition was confirmed. The root cause was determined to be related to a problem with the material provided by the supplier and also to a failure of visual inspection during the assembly process. Previous statement in the initial medwatch of the sample reported to be not available has been corrected. Actual sample is available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.